Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon troubleshooting, fse discovered no power to the mdy chassis. After tracing the 24v supply from the ny 16 board, the fse determined that no voltage was present on the board. To resolve the issue, fse replaced a defective fan, power supply tray, and dcm board, which were potential contributors to the failure. The defective pdu dc module and pdu fan tray were returned to philips for failure analysis. The cause of the pdu dc module failure could not be conclusively determined by the supplier's part analysis, but failure analysis of the pdu fan tray concluded that the main suspected failed component of the pdu fan tray fru and the ac/dc supply. However, the replacement of the pdu dc module and pdu fan tray and dcps by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.